Event description:
The pt was implanted with a bi-ventricular assist device (bi-vad). It was reported by the clinical engineer that while testing the driver on the pt to serve as a back-up at home, the driver received high pressure alarms, no fill signal and vad occlusion. The device was not able to function in auto mode, and did not successfully switch pt to fixed mode as would have been expected. The pt started feeling dizzy and was switched back to the primary driver that had been functioning normally. The pt started feeling nauseated, the hospital staff assisted to sit her up and she proceeded to vomit a small amount of clear mucous. After 1-2 minutes, the symptoms resolved and she felt fine.

Manufacturer narrative:
The pt remains ongoing on bi-vad support with her primary driver. The back up device was returned to the MFR and is currently being analyzed. A supplemental report will be submitted when the device analysis is completed. No further info is available.